Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. E.1. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm - 90 CT (us) the needles were difficult to prime. There was no report of patient impact. The following information was provided by the initial reporter: my husband received these needles to use with his lantus insulin pen. Have use you other needles in the past without a problem. These needles block up and don't allow insulin to go through. He has had to use up to three needles to get his one dose of insulin in and then is not sure if he is getting correct dose.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm - 90 CT (us) the needles were difficult to prime. There was no report of patient impact. The following information was provided by the initial reporter: my husband received these needles to use with his lantus insulin pen. Have use you other needles in the past without a problem. These needles block up and don't allow insulin to go through. He has had to use up to three needles to get his one dose of insulin in and then is not sure if he is getting correct dose.

Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.